Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display after receiving new battery cap. The blood glucose level of the patient was 44 mmol/l. The customer stated that the display did not return after insulin pump restart and the display screen was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display. Failure has been isolated to electrical board . Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.